Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an acute myocardial infarction and cardiogenic shock patient admitted in with known history and coding with shocks was being applied. The impella cp pump was placed in the right femoral artery and the patient had ventricular tachycardia treated by shock. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived the surgery.